Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. (The number of atms reached on the initial inflation was also 8 atms). The pt was asymptomatic during the event. The lesion being treated was a very calcified, 95% stenotic lesion in the lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a taxus stent. The physician used a 6f terumo introducer sheath for vascular access and a pt graphix guidewire and a bsc - q4 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with a taxus stent delivery system to successfully complete the procedure. The physician thought that the balloon rupture was due to the vessel being calcified. No pt injuries or complications were reported. Pt status is reported as 'doing well at follow-up per dr'.